Manufacturer narrative:
No conclusion can be drawn as repair information is not available at this time.

Event description:
The customer reported that the cine function was not operating. There is no report of injury or death associated with this event.